Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and was delivered into the eye broken. The iol was explanted and exchanged during the original surgery session. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The information received identifies that the lens got stuck in the injector. Continued injection at the point the lens became trapped is a deviation from the IFU and a likely causative factor of the lens being delivered in a damaged condition into the eye.

Event description:
On 16th august 2024, rayner received notification from its distributor in argentina of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector and was delivered into the eye in a damaged condition.